Event description:
It is reported that the patient has a button error on their insulin pump and buttons are unresponsive. Patient's blood glucose level is 181 mg/dl. Trouble shooting is conducted and found that customer was pushing the buttons fast. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).